Event description:
Customer reported experiencing a continuous high blood glucose level, with the exact measurement not available but indicated as ¿high¿. Cause was not known. Customer attempted a correction bolus via the pump, and after consulting with technical support, was instructed to inspect various components such as the site, tubing, and infusion set. No issues were found, and technical support suggested the customer consult a healthcare provider to further discuss potential causes for the high readings, to replace supplies as needed, and to resume insulin use.